Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. Rewind, load, and prime steps were performed successfully and the pump was exercised with no alarms occurring.

Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.